Manufacturer narrative:
Title: surgical cut-down or percutaneous access¿which is best for less vascular access complications in transfemoral tavi? Authors: stefan g. Spitzer, md, manuel wilbring, md, konstantin alexiou, md, jurgen stumpf, md, utz kappert, md, and klaus matschke, md citation: catheterization and cardiovascular interventions (2016) (doi 10.1002/ccd.26361) earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review comparing the use of surgical cut-down verses a percutaneous access during the implant of a transcatheter bioprosthetic aortic valve. The study was performed retrospectively with data from implantations completed at a single center between 2012 and 2014. The study population included 335 patients (predominately female; mean age 81.4 ± 4.6 years), 232 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: 2 incidents of myocardial infarctions, 17 incidents of cerebral vascular accidents, 102 incidents of permanent pacemaker implants, 42 incidents of bleeding, 3 incidents of conversion to surgical procedure, 291 incidents of trace-mild paravalvular leak (pvl) and 43 incidents of moderate to severe paravalvular leak. Other adverse events included 52 incidents of access site complications (hemotoma, arterio-venous fistula, pseudoanyseum, dissection, vascular stenosis) 26 of which were treated with an endovascular or surgical repair. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.